Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to possible supra ventricular tachycardia (svt). They were mowing the lawn, felt dizzy and their heart racing, and then they felt a shock. It was also noted that there was undersensing on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.